Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop2329us (lot: 0010930818); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-29us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evproplus-29us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, into a native bicuspid valve, a pre- implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) balloon (zmed). Initial deployment depth of 3 mm on the non-coronary cusp (ncc) and 12-13 mm on the left coronary cusp (lcc) was reported by the physician. The valve was recaptured to reorient the spine of the delivery catheter system (dcs). During the second deployment, the valve dislodged into the sinus before anchoring and was recaptured. A third attempt was made but was at the same deployment depth as the first attempt. Two more recaptures were made before retrieving the valve and dcs from the patient and a new valve was loaded. A stiff wire was added into the pigtail catheter for use as a buddy wire. A new was loaded without issue and confirmed via fluoroscopy. The initial deployment of the new valve showed a depth of 3 mm on the ncc and 12-13 on the lcc. The valve was recaptured and attempted to be deployed at a higher depth on the lcc. At 80% deployed, an infold was observed. The valve was removed and a 26 mm non-medtronic valve (s3). Tortuosity in the aorta was reported and the annulus measured 75.8 mm. No adverse patient effects were reported.